Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported by an article is titled "inspiratory stridor after tracheal intubation with a microcuff (r) tracheal tube in three young infants." The article is dated january 2013. It was reported in case number three that, the trachea was electively extubated and inspiratory stridor immediately developed. The infant was treated with two doses of racemic epinephrine, heliox 80/20 for 1 day and dexamethasone (0.2 mg/kg) every 12 h for 2 days. Subsequently, the stridor improved and the patient remained stable, breathing room air. No additional information was provided.